Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/14/2017. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was it a robotic procedure? No. Was the product code same? Yes. Was the surgeon same? Yes. Was the user experienced? Another device? Experienced user of pdo version. Provide lot number if available unknown.

Event description:
It was reported that the patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2017 and barbed suture was used. During the procedure, the barbed suture was backing out of tissue and not holding tension. The surgeon opined that the barbs are less aggressive. Interrupted suture was used to complete the procedure. There were no patient consequences reported.